Event description:
The advocate called for help with the customer's contour meter. She performed a control test and received a result of 45 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.